Event description:
It was reported via the stryker sales rep, that a young patient underwent in 2009, revision surgery after the nail broken. It was further reported that the patient bone hadn't consolidated, the patient had a pseudarthrosis. It was further reported that the patient underwent the first surgery in 2009.

Manufacturer narrative:
Additional information has been requested and if received, will be provided on a supplemental report.